Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. Device lot number unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that sterile processing damaged their spine clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: instrument lot number, UDI, and manufacturing date provided. The clamp was returned to the manufacturer for analysis. Analysis found that the returned clamp was in good condition and functioned as designed. No problem was found. If information is provided in the future, a supplemental report will be issued.